Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when the angio-seal device locator was attempted to be inserted into the insertion sheath, the locator was kinked. The device was therefore not used and another angio-seal device from a different lot was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.